Event description:
On (B)(6) 2013, this pt underwent endovascular repair on an 8cm abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. This pt's medical history includes a previous embolic event resulting in necrotic bowel and subsequent colostomy, atrial fibrillation and refusal of coagulation therapy. During the implant procedure, the pt apparently experienced another embolic event and an episode of high blood pressure. The excluder device was implanted successfully. No abnormality or thrombus was seen on the post procedure angiography. The pt was transferred into recovery. On (B)(6) 2013 the pt expired.